Event description:
It was reported the patient was experiencing discomfort at the pocket site and sensation around the ipg. The patient underwent surgical intervention to remove and replace her ipg which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.